Manufacturer narrative:
B3: event date: (B)(6) 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an oxiris set, the "post-filter (solid part)" was observed to be cracked and leaked fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and the access blood header port was cracked, which was the cause of the leak. The reported condition was verified. The cause of the damage was determined to be a shock that occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.